Event description:
Boston scientific received information that this right atrial lead pacing thresholds had risen. A lead dislodgment was suspected. An x-ray was performed and confirmed the right atrial lead dislodgment. The lead was repositioned using a new stylet and no further anomalies were noted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.